Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The ground glass target nodule was 9 millimeters in size and located in the right upper lobe, approximately 20 mm from the pleura. Fine needle aspiration and a cytology brush were used for biopsy. The patient did well during the procedure and exhibited no hypoxia. After the procedure, a chest x-ray detected a small to moderate right-sided pneumothorax, and a pigtail chest tube was placed with interventional radiology guidance. The pneumothorax resolved, the chest tube was removed, and the patient was discharged home 48 hours after the procedure. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality. There was no device malfunction associated with the event.